Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took an extended amount of time to alert for an occlusion. This happened with a post-op heart pediatric patient which caused a "negative clinical impact with the patient". It was further reported that the pump was being run in basic mode with a carrier fluid to essentially "push" the meds through the line because it was ~3 kg patient and the rates on the medication were very low (somewhere between 1-9 ml/hr). The event occurred in the pediatric unit and it was later confirmed that the patient had recovered. No additional information is available.